Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue: call service alarm occurred during bolus. User not able to clear the alarm to reboot the pump. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/26/2017 with the following findings: review of the black box data revealed records of call service 064 alarms. On investigation, the pump emitted a call service 078 alarm during the rewind step. Investigation was not able to proceed after this alarm. The pump was opened for investigation; the motor would not operate when connected to an external power supply. Investigation determined a failed motor.